Event description:
It was reported there was a change in therapy effect. The patient was having good therapy, and then gradually started having issues. The patient had increased back pain. The patient had a csf leak at the spine. The catheter was replaced on (B)(6) 2015. It was reported that the catheter issue was not identified other than the fact that the patient had what appeared to be a csf leak. Additional information received reported a dye study was performed and the results found a catheter migration. There was a dislocation, migration of the catheter and a loss of therapy. The patient¿s status after the device was removed was recovered without sequela. There was no patient injury. The pump was used to infuse bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n488706, implanted: (B)(6) 2014, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found the catheter body torn or broken or melted at or after explant, which did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.